Event description:
The facility reported a fail code 703 before use. Details were not availabe regarding additional contact information, pt demographics, medication involved, or pump programming. The hosp rep. Stated that there have benn reports of any pt incident involving this pump since the last service event.